Manufacturer narrative:
(B)(4). Results of investigation: known good ac adapter and patient circuit were used to test the ventilator. It was noticed that during the test, the test lung did not properly inflated and breaths were delivering in pulses. ¿!!! Pat circuit¿ alarmed was shown shortly after when the ventilator was turned on. Based on the bench testing results, it was confirmed that the root cause of ¿stacking of breaths¿ was exhalation module which was not functioning. Therefore exhalation module was replaced. Ventilator was retested and passed initial final test.

Event description:
The customer reported complaint that the unit was stacking breaths while trying to setup for the patient in the hospital. Therefore, different ventilator was used on the patient. There was no harm to any patient or clinician nor patient being involved at the time of the incident. This incident took place during training while testing the ventilator on a test lung.